Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu unit was analyzed, and the reported issue could not be confirmed through system log review. Visual inspection did not identify any abnormalities related to the reported event. However, yellowing of the front bezel was observed and requires rework. During system testing, the unit displayed a u 02 error at startup, preventing complete initialization and resulting in empty gui boxes. Review of the erbe logs identified c 00 errors. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the error u-02 attributed to either loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a training/demo of the da vinci system, user informed the field service engineer that the erbe generator displayed errors c 00 and u 02. There was no report of patient involvement.